Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected a39 alarm, a21 alarm or reset time or date anomaly after change battery noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer¿s blood glucose level was 240 mg/dl. Customer reported that they were able to clear the motor current error detected alarm and able to complete rewind. After that customer reported unexpected restart alarm. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.